Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and the breath trigger points in both pressure and flow trigger modes. The se was not able to duplicate the reported malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, the patient's respiratory rate was not being recorded on a 980 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.